Event description:
Facility representative says unit lowers with weight. She states there was an end user in the lift when it started to lower and tip forward causing lacerations and a bruise to her shoulder. No medical intervention was sought.